Event description:
On (B)(6) 2025, a patient underwent mammography procedure using magnum device. During the procedure, the plastic part of the device was broken. No coaxial needle was used. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. An electronic photograph was submitted and reviewed. The image shows a person with a magnum needle, in which the cannula hub was noted to be broken. Following this photographic review, the reported break has been confirmed for one device. Therefore, based on the photo review the investigation is confirmed for break as the cannula hub of needle was noted to be broken for one device. However, the investigation is inconclusive for remaining three devices as absence of supporting evidence. A definitive root cause for the reported break issue could not be determined based upon the provided information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required g3, h6 (component, method, result). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a malfunction. D4 (unique identifier (UDI) #), g3, h6 (method). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent mammography procedure using magnum device. During the procedure, the needle breakage was reported. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent mammography procedure through using magnum device. During the procedure the needle breakage was reported. There was no reported patient injury.